Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. Concomitant medical products: blf222110h defibrillator ¿ implanted: (B)(6) 2015, tdg441209v lead ¿ implanted: (B)(6) 2011, lfg075820v lead ¿ implanted: (B)(6) 2006, bbl157662v lead ¿ implanted: (B)(6) 2006. Heartware ventricular assist system ¿battery: battery/ unknown serial #/ model #: 1650/ expiration date: unknown, UDI #: asku. Mfg date: unknown. (B)(4). Heartware ventricular assist system ¿battery: battery/ unknown serial #/ model #: 1650/ expiration date: unknown, UDI #: asku. Mfg date: unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was experiencing power switching events with two power sources. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller (B)(4) and two batteries with unknown. Serial number were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections between the controller and batteries. As a result, the reported power switching event was confirmed. However, power switching involving the batteries in the complaint could not be confirmed as the serial numbers were not provided for analysis. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. The manufacturer is investigating momentary disconnections. Additional product: battery/ unknown. Additional product: battery/ unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.